Manufacturer narrative:
Concomitant medical products: 4398-88 lead, implanted: (B)(6) 2018; 5076-45 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered and it was noted the noise and non-sustained ventricular tachycardia was due to electromagnetic interference (emi). The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to non-sustained ventricular tachycardia and high sensing integrity counter (sic) and it was noted the noise was due to electromagnetic interference (emi). The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.